Event description:
Patient reported the insulin cartridge of the infusion device has leakage. Patient stated she often has elevated blood glucose level. Actual blood glucose reading was not provided. Treatment received was not provided. Request for assistance was submitted and educator was sent to the patient's home. No further information is available. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. No product was returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.